Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure " poor image quality" was confirmed. According to (B)(6): outer tube bent distal end damaged main body damaged (scratched) inside the optical system broken optical components could be detected no image was visible probable root cause: incorrectly assembled optical train damage to optical train debris in optical train end of life wear-out shipping damage use error the date of manufacture is not known. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.